Event description:
It was reported that during dialysis procedure, no blood could be drawn. It was further reported that during inspection the introducer needle allegedly fractured and had suction issue. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: a lot history review, device history record review and complete manufacturing review could not be conducted for the investigation as the lot number is unknown. Investigation summary: one hemostar d/l catheter, one tunneler, one peel-apart sheath and vessel dilator, one guide-wire hoop and one introducer needle along with other individually wrapped and labeled were returned for evaluation. Visual, microscopic visual and functional evaluation were performed on the returned device. The investigation is confirmed for the reported suction problem and identified fracture problem as a leak from the cracks was noted near the needle hub and aspiration difficulty was noted upon aspirating the needle during functional evaluation. Although the sample was returned for evaluation, one electronic photo was provided for review. The reported issue cannot be confirmed as no anomalies were noted on the needle. Sample appears clean. A definitive root cause could not be determined. Labeling review: a review of product labeling documentation (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : see h10.

Manufacturer narrative:
As the lot number for the device was not provided, a review of the device history record could not be performed. The return of the sample is pending. However, a photo is provided for review. The investigation of the reported event is currently underway. Device pending return.

Event description:
It was reported that during dialysis procedure, no blood could be drawn. It was further reported that during inspection the introducer needle allegedly fractured. There was no reported patient injury.